Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the hospital remotely for a follow-up on (B)(6) 2021. During examination, it was noted that there was noise on the right ventricular (rv) lead. The physician suggested that there may be lead damage. Lead revision was recommended as the noise on the lead was too large to program around but nothing was not performed at this time. The patient will be monitored going forward. There were no adverse consequences to the patient.